Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked. Internal inspection detected high thermal on u2_asic (30.9 degrees celsius), and excessive sleep current (52.6 ma). The patient data was not retrieved due to device damage. The source of the device damage was not determined.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent ipg replacement procedure. The patient was doing well postoperatively.